Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose was not known. The insulin pump was reportedly not exposed to a strong magnetic field. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to out of phase motor encoder signal. Unable to perform displacement test and confirm motor error alarms due to a35 alarms. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.